Event description:
Pt called nurse on call that her tpn pump started alarming at 0150 saying "code call." Pt started tpn infusion in the evening with no problems with the pump infusion. Pt was immediately switched to the back up gemstar pump in the home with no interruption in therapy.